Event description:
The manufacturer received information alleging a ventilator's leak was higher than normal. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, the device failed steps during testing. The device was found to be contaminated with dust/dirt. The blower motor and flow sensor assembly was replaced to address the issues.